Event description:
It was reported during a low anterior resection a tx60b was opened for the case. On the first firing, the surgeon closed and fired properly. The bowel was cut and the instrument opened and the bowel lumen was completely open, no staples were found on the bowel. Unformed staples in the pts abdomen were noted. Bleeders were ligated and a new device was opened to complete the case. Prior to the event, the pt had a large resected portion of the bowel removed, had experienced blood loss and 2 units of blood had been ordered. Visible, unformed staples were removed from the abdomen.